Event description:
Robotic hysterectomy being performed. Wiring inside tip of needle driver broke during the case. Manufacturer response for mega suture cut needle driver 8 mm, mega suture cut needle driver 8 mm (per site reporter): none at this time.